Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed the infusion set. Customer thought that the infusion set did not deliver the insulin correctly; however, no specific damage was reported. Customer's blood glucose (bg) was 480 mg/dl. Customer went to the emergency room and was treated with intravenous insulin. Elevated bg was resolved with no permanent injury. After 5 hours, customer was discharged; bg was 230 mg/dl. Customer felt well. Reportedly, customer resumed insulin therapy.